Manufacturer narrative:
Since this event led to a cancelled procedure, in an abundance of caution lumenis is reporting this as an adverse event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. A lumenis engineer and technical expert evaluated the subject device confirming that a fuse had blown on the device's ac control board. After replacing the fuse, the engineer performed safety and functional checks on the laser, and concluded, "the system was put into operation, the mains cable and operating voltages were checked, as well as the switch-on and safety circuits. The system works perfectly." Laser system malfunction is not the suspected cause of the event reported. Lumenis has been unable to obtain additional information regarding the circumstances surrounding the event to date, but based on the information at hand, lumenis believes that most probable cause of the event was a sudden power surge from the facility's electrical infrastructure. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A foreign user facility reported that their lumenis versapulse powersuite 100w laser system shut down during surgery and was unable to start back up. The procedure was subsequently cancelled, and no report of patient complications as a result of this event were reported.